Event description:
It was reported that a patient underwent an excision of a back mass for biopsy on (B)(6) 2013 and suture was used. During the procedure, a portion of the needle broke off and lodged in the patient. The surgeon did not see the needle was not intact and counted the needle as correct. A few months later, an MRI found a foreign body that looked to be a needle which was confirmed by pathology in (B)(6) 2013. The wound was re-excised for exploration. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
(B)(4). The neeedle fragment was removed on (B)(6) 2013 during the exploratory surgery.